Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. We were unable to confirm prime alarms or perform prime test due to motor error alarms. The motor was tested outside of the insulin pump and passed. The insulin pump received with loose drive support disk, cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. The drive support cap was loose. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.